Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the touchscreen calibration was misaligned and would change when the unit was rebooted. There was no patient involvement.